Event description:
The reporter stated the surgeon was inserting a cq2015a collamer aspheric three piece lens and didn't like the way the leading haptic was unfolding and the haptic looked bent. There was pt contact but no injury. The reporter stated this facility uses a competitor's injection system with this model lens which is off-label use.

Manufacturer narrative:
(B)(4). (B)(4).